Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The nurse in charge of the diagnosis reports that the peripheral catheter device sprays blood when the safety mechanism is activated. Insyte autoguard catheter nurse reports that this is a daily problem and states that she has never received training or a visit from the product line¿s advisory team to instruct her on how to use the product.